Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.